Event description:
The customer reported damage to the pump housing and usb, which affected their ability to charge the pump. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.